Manufacturer narrative:
Section b5 and d4: additional information. Section d10: device will be returned but has not been received by the manufacturer.

Event description:
Additional information: the patient underwent pump exchange to heartmate 3 pump on (B)(6) 2019.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the submitted log file confirmed low speed events and pump stops while the patient was supported by the power module. Based on past experience with the hmii lvas and similar reported events, these events could be indicative of an issue with the percutaneous lead; however, a direct correlation between this finding and the heartmate ii lvas could not be conclusively established through this evaluation. A direct correlation between the log file findings, reported thrombus, and device also could not be conclusively established. The submitted log file contains data from 26may2019 at 17:52 through 19jun2019 at 08:14. Pump stops and low speed events were captured intermittently from 00:56:28 through 01:02:22 on 19jun2019. These events were associated with low speed hazard and low flow hazard alarms. All low speed events appeared to occur while the patient was supported by the power module. As an additional observation, brief elevations in power over 8 w were captured on 04jun2019 and 16jun2019, reaching a maximum of 10.9 w on 16jun2019 at 03:43. Prior to the low speed events on 19jun2019, power ranged from 5.1-10.9 w, estimated flow ranged from 4.3-12.0 lpm, and average pi was between 1.8 and 6.2. A specific cause for the elevations in power could not be conclusively determined through this evaluation. The account communicated that the patient had a fracture of the percutaneous lead with pump stoppages overnight. The patient was placed on an ungrounded patient cable. It was later reported that the patient had diffuse thrombus in the outflow cannula that was seen by cta. The patient was exchanged to a heartmate 3 pump on 24jul2019. Multiple product return requests were sent to the account; however, no additional information was provided. To date, the heartmate ii lvas has not been returned for evaluation the hmii lvas IFU addresses all system controller alarms (including low speed hazard and pump off alarms) and how to respond to such events. Both the hmii lvas IFU and patient handbook explain that all hm ii lvas drivelines have the potential for wire/shield breakdown to occur dependent on length of use and movement/flexing over time. Information regarding driveline care can also be found in both of these documents. The IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines indications of pump thrombosis as well as how to respond to such events. In reference to power, this IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, and outlines the recommended anticoagulation therapy and inr range. The heartmate ii lvas IFU is currently available. Section 1 of this IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. This section also provides an explanation of each of the pump parameters. In reference to power, this section explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Additionally, section 6 "patient care and management" explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, and outlines the recommended anticoagulation therapy and inr range. This section also outlines indications of pump thrombosis as well as how to respond to such events. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low speed hazard and pump off alarms) and how to respond to such events. The heartmate ii lvas patient handbook is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further additional information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The patient previously had a driveline repair on 15 jun 2018 which is captured under MFR # 2916596-2018-02763. Approximate age of device- 4 years 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient experienced pump stoppages over night and was placed on ungrounded patient cable by the clinical team. The manufacturer's technical service representative reviewed the log file and confirmed pump stop events on (B)(6) 2019. X-ray image was provided and was unremarkable. Another driveline repair cannot be performed as there is not enough space. Diffuse thrombus in the outflow cannula was found through CT angiogram. Pump exchange will be discussed.